Manufacturer narrative:
Investigating pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 'lo' error; (B)(6) 2010, 1.8, 5.3. Inratio test was performed within 5 minutes of venous draws going out to the lab. Medication was increased based on result of "lo" error on (B)(6) 2010. Pt was on lovenox 11/23 to 11/27 as well as coumadin, daily aspirin, and amoxicillin. Customer got a 1.2 and 1.0 after testing herself on two different meters.